Manufacturer narrative:
Zimmer biomet complaint #: (B)(4). Medical product: zimmer biomet right standard offset mandibular component catalog #: 24-6645 lot #: 539320b, zimmer biomet left fossa component, small catalog #: 24-6563, lot #: 789940d, and zimmer biomet right fossa component, small catalog #: 24-6562, lot #: 795270c. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00197, 0001032347-2022-00198, and 0001032347-2022-00199.

Event description:
It was reported that the patient underwent a bilateral tmj replacement surgery approximately four years ago and is now experiencing pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. An investigation into the reported event is ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported a patient underwent a revision procedure approximately 5 years post implantation due to ongoing pain and facial issues. The right mandible was removed. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined, and the reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.